Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. During system check with tandem technical support, the root cause could not be determined because customer did not have insulin to complete troubleshooting. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose was 200 mg/dl at time of alarm.